Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the implant procedure, the new implantable cardioverter-defibrillator's battery was found drained. Another device was used. The patient was stable before, during and after the procedure.

Event description:
New information received notes that the device was implanted in (B)(6) 2016 and explanted due to the battery was drained.